Event description:
The customer states that since they began using architect stat troponin-I assay reagent lot (B)(4), they have seen an increase in the number of patient samples generating higher than expected results. This seems to especially happen to samples from apparently healthy individuals. No individual patient results/information is being made available from the customer. There is no impact to patient management reported.

Manufacturer narrative:
Returns were not requested from the customer site as in-house abbott material will be used in this investigation. This is acceptable because this material will provide the necessary information to assess whether a product deficiency exists and whether the assay is performing appropriately. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation and the lot search did not identify atypical complaint activity. Additionally, accuracy testing was performed using architect stat troponin assay lot 60460un11 and the testing met acceptance criteria. The architect stat troponin-I package insert contains information to address the customer's current issue. Based on the results of this current investigation, architect stat troponin-I reagent lot 60460un11 is performing as intended and no additional product issues were identified. No further investigation is required.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. Patient problem code: no known impact or consequence to patient (B)(4). Device problem code: high test results (B)(4). (B)(6).